Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation (h6/h10). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. Although the reported issue was not confirmed, it is likely the plug unit became defective while the user was handling the device, which led to an unstable electrical connection and resulted in the displayed error message temporarily. The event can be detected by following the instructions for use (IFU) which state: "inspection of the endoscopic image.". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found the image was flickering due to a bad connection on the plug unit, the up/down knob had play, the distal end was dented, the light guide lens was cracked, the bending section rubber glue was cracked, the control body had a customer barcode on the grip, and the scope connector had a bad plug unit. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera iii colonovideoscope had an e315 and a b30 error. The issue was found during preparation for use. There were no reports of patient harm.